Event description:
Customer reported via phone call that the insulin pump alarmed unexpected restart. The customer was unable to clear the alarm or check the alarm history due to the keypad not responding. Customer stated that a temporary basal was not programmed before the alarm and the insulin pump was not stored or not in use for an extended period of time. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.